Event description:
It was reported that tip detachment occurred. The target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During unpacking, it was noted that the tip of the device was already detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical college.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The device returned inside the delivery sheath and the filter bag came back in deployed state. Also, the retrieval sheath was returned. The wire was exposed through the delivery sheath. The original pouch was returned, and it was observed that the box label information matches with the complaint information. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During unpacking, it was noted that the tip of the device was already detached. The procedure was completed with another of the same device. No patient complications were reported.